Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 9, with a fault ID available as 0x20f1. There was no adverse impact to the customer¿s blood glucose level. Caller decided not to reset pump immediately and planned to call back to reset it at a later time, as she was not in a suitable location to charge the pump.